Event description:
Customer reported a continuous alarm.

Event description:
Customer reported a continuous alarm. Error 51, 30 and 15 were detected in the device log. For the error 51 (defective speaker) a CAPA was opened. For error 30, a CAPA has been initiated in order to address this issue.